Event description:
It was reported that the insulin pump alarmed button error, low reservoir, and has an unresponsive keypad. The blood glucose reading was 106 mg/dl. Troubleshooting was conducted. No significant events leading to the alarm were observed. Advised replacement of the insulin pump and to revert to their back-up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no escape or act button response due to corroded keypad traces. No button error alarm was noted during testing. No low reservoir alarm or reset anomaly could be verified due to the unresponsive buttons. No display anomaly was noted. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corner and a cracked reservoir tube lip.